Event description:
It was reported through the litigation process that eight months and twenty-eight days post port placement via the right subclavian vein, the patient was diagnosed with thrombus and thrombosis. It was further reported that patient allegedly experienced with pain at the port site. Furthermore, the patient was on a treatment course of anticoagulants which lasted over three years. Reportedly, the patient underwent surgery to remove the port. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month and four days post port placement, a duplex venous extremity ultrasound study showed positive for thrombus within the right subclavian vein and axillary vein. Around seven months and twenty-four days later, a right upper extremity venous doppler ultrasound study was performed showed that thrombus in the mid right subclavian vein along the port catheter. Thrombosis in or around the catheter. Patient experienced pain at port site. Around one year and eleven months later, patient underwent right chest port-a-cath removal procedure without any complications. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the port. Additionally, it can be confirmed that the patient experienced thrombus within the right subclavian vein and axillary vein. However, the relationship to the port is unknown. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiry date: 12/2018). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported through the litigation process that eight months and twenty-eight days post port placement via the right subclavian vein, the patient was diagnosed with thrombus. It was further reported that the patient was on a treatment course of anticoagulants which lasted over three years. Reportedly, the patient underwent surgery to remove the port. However, the current status of the patient is unknown.